Event description:
The customer received questionable low ion selective electrode (ise) results, for approximately 20 patient samples. The samples were repeated on the other ise module of the analyzer. Data was provided for five patient samples, of which only the sodium results were discrepant. All of the results were accompanied by data flags. Patient sample 1 initial result was 130 mmol/l and the corrected result was 140 mmol/l. Patient sample 2 initial result was 133 mmol/l and the corrected result was 142 mmol/l. Patient sample 3 initial result was 129 mmol/l and the corrected result was 136 mmol/l. Patient sample 4 initial result was 133 mmol/l and the corrected result was 141 mmol/l. Patient sample 5 initial result was 133 mmol/l and the corrected result was 142 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrective reports were sent. It was unknown if the patients were adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined the diluent nozzle was misadjusted and he adjusted the nozzle. He also determined the ise vacuum bottle valve was not closing completely, causing a fluidic failure. He had swapped ise units to see if the problem moved and it did not. He then, checked all fluidics on the ise module and found the vacuum valve for the ise vacuum bottle, was not closing. He cleaned and replaced it. To verify the analyzer operation, he ran ise checks which passed. He ran numerous samples on the ise module and the results matched samples run on three other ise modules. The customer ran calibrations and controls, which were within specifications. The customer ran qc again one hour later and stated qc for both ise modules was close to mean for each electrolyte on urine and serum.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.